Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly and display anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the noisy piston during rewind and display characters are now pink.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pink display or display anomalies were noted. No rewind or unexpected motor noise during rewind anomalies noted. However, the insulin pump was received with minor scratched lcd window and case.